Event description:
An angio-seal device was deployed following a peripheral angiogram and aortic/iliac angioplasty with surgical cutdown at the popliteal site for a thrombectomy procedure. Following the point at which the cap was in the rear and locked position, slack was noted in the suture and the tamper tube appeared to be deeper in the tract than previously observed. At this point, heavy arterial bleeding was noted, however, hemostasis was achieved with tension on the suture. Shortly following the procedure, pedal pulses were absent. An ultrasound was inconclusive. The physician elected to dissect the femoral artery and removed the angio-seal anchor and collagen from the common femoral artery. The pt is reportedly recovering. A pre-deployment angiogram was performed. The physician was performing their third proctored deployment with the co rep at the time of the event.